Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl. Customer stated that, she feels that her infusion set is damaged or was made faulty. Customer gave consent to leave detailed voicemails on her call back line in the event she misses the call. The device will not be returned for analysis.